Event description:
While performing a subacromial decompression a piece of the ceramic tip broke off the mitek electrode. The surgeon was able to capture the piece and felt confident that it was completely removed. Situaton did not result in any pt injury. If this was to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.